Manufacturer narrative:
(B)(4). The problem was not confirmed due to the device not being returned. During the investigation the root cause of the event was that the initial drain alarm was not set due to the doctor's instruction. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center regarding an increased intraperitoneal volume (iipv) event during dwell 1 of 2 on the homechoice (hc) machine. The home patient (hp) noticed that the initial drain volume was only 7ml but the therapy proceeded to the next process, fill 1 of 2. The technical service representative (tsr) explained how to bypass and go to the next drain cycle. There was about 3800ml that drained. The reported issue met the criteria of and iipv. The total fill volume was 6000ml, the fill volume was 2000ml, the last fill volume was 2000ml and there was no setting for the initial drain alarm. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. This event meets the iipv criteria.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number.